Event description:
The customer reported that the system's collimator blades were misaligned outside of a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was replaced and calibrated. New calibration files were saved to the work station. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.